Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing by the reservoir was broken.

Manufacturer narrative:
A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the reservoir near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. A separation was noted in the reservoir bladder. The separation surfaces appear to be rough and irregular. A separation was noted in the bladder of cylinder 2. Testing revealed this to be a site of leakage. The separation appeared smooth and straight, indicating contact with sharp instrumentation. Partial separations within abrasion were noted in both the exhaust tubes of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the inlet tube and all strain relief of the pump. No visual or functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the pump. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular surfaces associated with the separation in the inlet tube of the reservoir indicate that sufficient stress(s) was exerted to separate the sites while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 1884904. Because these components were released according to manufacturing and quality control procedures and based on the information received, quality concluded that the observed separation in the reservoir bladder occurred subsequent to the device packaging being opened. This separation is not associated with the cause for failure. Quality further concluded that the observed instrument damage in the bladder of cylinder 2 combined with expected use of this device would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or after explant. The separations are not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.